Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a proglide device broke off while in the patient. The method to achieve hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Additional information was received stating that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the proglide device broke upon insertion into the anatomy. The system was separated nearly into two pieces, connected by the actuator wire which ultimately broke as resistance was noted during removal. The proglide device broke apart and would not come out. The method used to retrieve the device was not provided. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A portion of the anterior foot was found separated and not returned during evaluation of the returned device. It could not be confirmed if the broken piece was removed from the patient. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported guide break was confirmed. Additionally, a portion of the anterior foot was separated and not returned. The reported difficult to insert and entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.